Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. (B)(4).

Event description:
The customer reports that one patient serum sample generated the following electrolyte results on an architect c4000 analyzer: chloride = 123 mmol/l; sodium = 169 mmol/l. The customer retested the sample in replicates of five and provided the mean values for those runs: chloride = 106 mmol/l; sodium = 144 mmol/l. The sample was then tested on a second architect platform in the lab with results of : chloride = 105 mmol/l and sodium = 142 mmol/l. Controls were within specifications on all runs. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An abbott field service representative visited the customer site and replaced the ict check valve. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was resolved by the field service representative through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.